Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing air from the cartridge during the loading process, resistance was met when the insulin was being injected into the cartridge. The customer changed the syringe needle twice and the cartridge was successfully filled with insulin. There was no reported impact to customer's blood glucose.